Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Failure observed during analysis. A partial lead with the distal tip measuring 43.4cm was returned for analysis. External insulation abrasion was noted at 13.3-13.4cm from the distal tip, consistent with lead friction to another device or feature of the heart, and at 38.7-38.9cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations.